Event description:
Customer reported that during a nicardipine drip infusion, the pump displayed an error message on the screen, but did not alarm. The medication was not infusing.

Manufacturer narrative:
Report (B)(4) was received on march 30, 2009 regarding an adverse event/product problem reported by (B)(6) to the FDA on (B)(6) 2009. All of sigma's internal databases have been extensively searched and cross-referenced and there is not a record of this reported event. Numerous attempts to contact the initial reporter of the event have been made in order to collect more specific info of the reported event. To date, the complaint has not responded. The info we received, does not provide adequate info to conduct a more thorough investigation of the reported event. The pump serial number, model number and the alarm type has not been provided in report (B)(4). The only info concerning the pump that was provided was a model number of 052308, which is not consistent with our product line. Once more details of the event can be provided, we are unable to conduct an adequate investigation into the reported event.